Manufacturer narrative:
One opened sample was returned. The sample was examined using 10x magnification and found to have a damaged tip and cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. Damage to the tip of the blade like that observed can result in perceived dullness and difficulty penetrating as described by the customer. Similarly, damage to the cutting edge of the knife similar to that observed can result in perceived dullness of the knife like that reported by the customer. However, based on the info above, it is unlikely that the damage occurred during the mfg process. How or when the blade became damaged cannot be determined. (B)(4).

Event description:
A customer reported that a knife had poor cutting performance. A new knife was used and there was no harm to the pt.